Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through CAPA #891355 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #891355. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to retract completely when the push button was pressed after performing the phlebotomy. The following information was provided by the initial reporter: "after performing phlebotomy, the push button was pressed, but the needle only retracted part of the way. There was no serious injury and no medical intervention was provided. There was no exposure to bodily fluid."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to retract completely when the push button was pressed after performing the phlebotomy. The following information was provided by the initial reporter: "after performing phlebotomy, the push button was pressed, but the needle only retracted part of the way. There was no serious injury and no medical intervention was provided. There was no exposure to bodily fluid."